Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. Reported dislocation where head had dissociated from liner leaving locking ring in place. He assessed a CT and concluded that the acetabular component was ¿neutral¿ and attributed patient history to cup mal positioning (agreed upon by another dr.). Determined best course of action was to remove constrained liner and cement in dual mobility cup into well fixed pinnacle cup to address mal position. Liner removed but cup & screws remained in situ.